Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that lack of therapy occurred. Any environmental/external/patient factors that may have led or contributed to the issue were not reported. Catheter was disconnected and unable to be aspirated. Failed aspiration occurred. Catheter was explanted and customer discarded the device. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.